Manufacturer narrative:
(B)(4). Batch # n92m7n. The analysis results found that the h12lp device was received with one suture tie post separated. One possible cause for the damage found on the suture tie post may be excessive force applied after device is sutured down. However, no conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 01/04/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, a piece of the trocar broke off into the patient. The broken piece was retrieved from the patient and a second like trocar was used to continue the procedure. There were no patient consequences reported.